Event description:
The pt experienced burning stimulation after a fall. Impedance values were within normal limits and x-ray revealed no movement of the leads. The system was replaced. Post-op the pt had comfortable stimulation sensation. The outcome was reported as recovered without sequelae.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.